Event description:
Allegedly, the broach tip broke off during surgery and was not retrieved.

Event description:
Allegedly the broach tip broke off during surgery and was not retrieved.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Device history record reviewed. Device used according to label indications.